Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4); stockert 70 system, model #: m-5463-01, serial #: unk; cool flow pump, model #: m-5491-02, serial #: unk. (B)(4).

Event description:
During an ischemic vt procedure, it was reported while ablating the ablation catheter penetrated the interventricular septum from the left ventricle to the right ventricle. The patient¿s vital signs remained stable. Echocardiography identified a ventricular septal defect that was not seen prior to the ablation. The patient was admitted for observation. Additional information was requested however there is no additional information available regarding this event at this time